Event description:
It was reported to the MFR that a customer encountered procedure complications during the use of a microcatheter. The following information was reported to the MFR: "procedure involved embolization of a pcomm aneurysm: after attempted coiling, when the microcatheter [device in question] was being withdrawn slowly, the proximal segment [of the device in question] broke off leaving about 2/3 of the microcatheter [device in question] still in the cavernous segment of the rica (right internal carotid artery). The microcatheter [device in question] was retrieved with no problems when the guiding catheter was subsequently withdrawn. The aneurysm ruptured during the procedure, promptly clotted off the aneurysm, and threw a piece of a clot into the r carotid "t". Patient expired." It was reported that the "physician did not attribute the cause of death to the device in question".

Manufacturer narrative:
Additional PMA/510(k) #: k042568 and k994155.